Event description:
It was reported that the user experienced a low glucose event consistent with hypoglycemia of unclear cause while using the ilet system, and the user treated the episode with oral glucose. Symptoms included neuroglycopenic and adrenergic manifestations consistent with hypoglycemia. Outcomes included temporary impairment that resolved with treatment and user education, with no hospitalization reported. Investigation included troubleshooting with the user and education on hypoglycemia recognition and treatment, and the case was assigned for additional training. Investigation of this case revealed no confirmed device malfunction or component failure and no confirmed product performance issue based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.